Manufacturer narrative:
Detailed information was not provided to bsc regarding this event. A good faith effort was attempted to obtain additional information; however, additional information was unable to be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. No additional adverse patient effects were reported. This ICD remains in service.